Event description:
Reporter indicated a vns therapy patient is scheduled to undergo lead explant surgery. Scar tissue is listed as the reason for the surgery. No other information was available at the time of the initial report and good faith attempts to obtain additional information have been unsuccessful to date.